Event description:
Pt has liver metastases from colorectal carcinoma, and is part of a clinical trial to evaluate the safety of using a triple chemotherapy regime which includes the drug oxaliplatin in combination with sir-spheres radioactive brachytherapy device. Pt experienced pain with a vasovagal episode with bradycardia during the administration of the spheres, with subsequent post-insertion pain, nausea and vomiting. Pain and vasovagal episode prohibited administration of full dose, a total of 0.9 gbq administered rather than the intended 1.8 gbq.